Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sionblue. Evaluation summary: the device was returned for analysis. The difficulties removing the device could not be replicated in a testing environment as it was related to circumstances of the procedure. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a radial artery access approach during a procedure of the left anterior descending (lad) artery, the 2.25 mm trek balloon dilatation catheter (bdc) was used for pre-dilatation, however, the intravascular ultrasound (ivus) catheter was advanced but could not cross the lesion. The 3.0 x 18 mm xience prime stent delivery system (sds) was advanced to the lesion with the support of a non-abbott guide catheter support and was implanted. The sds balloon was deflated without any issue but could not be removed from the deployed stent. The sds balloon was inflated and deflated 4 different times at 18 atmosphere (atm) but could not be removed from the stent implant. The non-abbott guide catheter support catheter was advanced distally and the sds was pulled into the support catheter, however, only three-fourths of the balloon was drawn into the support catheter. The support catheter and sds were pulled but only the support catheter was removed and the sds balloon remained caught in the stent implant. Eventually, using the guide catheter and the support catheter deeply engaged in the vessel the sds balloon was successfully retrieved and removed from the anatomy. A non-abbott bdc was used for post-dilatation, however, it also got caught inside the stent implant. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.